Event description:
The user facility reported that during the start of a washing cycle water began to leak from the unload side door of their reliance synergy washer. No report of injury.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the washer however, the user facility declined.

Manufacturer narrative:
A steris service technician inspected the washer and found it to be operating properly. The technician was unable to duplicate the reported event and no issues were noted. The technician inspected the door gasket and found no issues. The technician ran a test cycle and returned the washer to service. No additional issues have been reported. If an instrument rack was not properly loaded and was pushing against the unload door, the door gasket would not be able to make a proper seal thus causing the reported event to occur. Steris will offer in-service training on the proper use and operation of the washer. The washer is under steris service contract and received routine preventive maintenance on 6/8/2015.